Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported during the procedure the fiducial broke in half when being unscrewed from the skull. No environmental or external factors were reported to have led or contributed to the issue. The second half was removed surgically from the skull. The issue was resolved and the patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis found that the fiducial was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.